Event description:
It was reported that post-operatively the patient had right groin wound discharge. Patient experienced yellow discharge from right sided groin wound. The patient believed it was pus and attended his local hospital the same day. The patient was admitted and found to have a raised temperature of and increased blood counts, chest was clear, abdomen was soft and non-tender. Right groin had no hematoma, some bruising present, no lumps, no false femoral aneurysm, not painful. Wound site showed no pus but serous fluid leaking from wound. Patient was started on oral antibiotics. Symptoms improved and the patient was discharged. The device remains in use. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).